Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stopped feeling stim on (B)(6) 2017. Patient said in the past, they did not feel stim all the time depending on body position and their body was used to it but since thursday they felt nothing at all. Patient tried using their patient programmer (pp). It was asked if there was any change to her symptoms. Pt said no change. Patient was implanted with interstim because their bladder holds a lot of urine which causes bladder infections. They went to urologist once a month and doctor does an 'installation'. Patient then said ever since they were implanted interstim, it helped them some but patient still had 200-300 cc of urine in them and still had bladder infections. Patient also has ic which can act like a bladder infection and the only way they could tell was to give a culture. Patient said about 2 weeks ago, they went for them install for their ic and doctor found that they had a bladder infection and they sent their culture away and called them on monday to put them on antibiotic. Patient said the interstim device helped them to empty the bladder more than without the device but patient still had 20-300 cc. Patient asked doctor why interstim was not emptying the bladder more than it did, doctor said patient could always have it taken out. Patient said no, as long as it was working some. It was reviewed since patient had been implanted in 2011 and felt no stim and their pp did not connect her ins might have come to end of service but only healthcare professional (hcp) could determine that. Pt was scheduled to see hcp tomorrow at 10:45 am. Additional information received that patient did not feel any pulse for the last 5 days. They tried to restart but nothing happened. They thought it was the battery and change it but still nothing happens, they were not feeling anything. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was implanted with interstim because their bladder holds a lot of urine which causes bladder infections. They went to urologist once a month and doctor does an 'installation'. Patient then said ever since they were implanted interstim, it helped them some but patient still had 200 - 300 cc of urine in them and still had bladder infections. Patient also has ic which can act like a bladder infection and the only way they could tell was to give a culture. Patient said about 2 weeks ago, they went for them install for their ic and doctor found that they had a bladder infection and they sent their culture away and called them on monday to put them on antibiotic. Patient said the interstim device helped them to empty the bladder more than without the device but patient still had 20 - 300 cc. Patient asked doctor why interstim was not emptying the bladder more than it did, doctor said patient could always have it taken out. Patient said no, as long as it was working some. Patient was scheduled to see hcp tomorrow at 10:45 am. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.